Event description:
Unomedical reference number: (B)(4). Event occurred in (B)(6). The patient reported that his infusion set's tubing detached (did not stay in place) at the tubing connector while sitting, although he had been using this a long time and had never experienced this kind of problem before. The site location was on his right abdomen, and the pump was in the right pocket. The infusion had been used for one day. Moreover, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Further, they were unsure if there was any no stress, or pull on the tubing, and the pump was not dropped with the set connected to the patient's body. No further information available.